Event description:
A malfunction alarm labeled as "malf 1" was reported, and the customer was assisted by technical support in resetting the pump. The malfunction recurred after the reset. There was no reported impact on the customer's blood glucose level. Technical support resolved the issue by deciding to replace the pump, confirming the shipping address, and providing instructions for the pump's storage and return. The customer agreed to continue using the current pump as a backup therapy to ensure insulin delivery.